Event description:
Procedure: sternotomy.according to the reporter: thymus tumor on a (B)(6) female patient, (B)(6). The surgeon performed a sternotomy on 2/3 length of the sternum. For the closure the surgeon used ticron, size 5. The dehiscence was after some weeks of the procedure.

Manufacturer narrative:
(B)(4)